Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ alert on the ilet and observed high blood glucose reported at a value of 400 mg/dl on the device; the user also saw indicators for high blood glucose and an insulin occlusion, after which customer care guided a full supply change and insulin delivery was resumed. Symptoms included hyperglycemia and excessive thirst. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with an insulin occlusion. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.